Event description:
A patient implanted with a neurostimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders reported they realized their ins was off when they went to charge the device. The patient had a return of symptoms. They tried looking at videos and information in the manuals, but could not understand it. The patient charged the device and was able to turn stimulation back on again. It was reported that the patient has the device for ocd and depression and was freaking out because they were concerned the ins would turn off on its own again. The patient stated they were ¿brain dead and couldn¿t comprehend how to get anywhere,¿ and had a panic attack. The patient¿s healthcare provider (hcp) did some routine programming and gave them the ability to decrease stimulation, but they were afraid to mess any of that up. The patient was redirected to their hcp to check the device and determined if it was discharged. It was noted the patient has an appointment on (B)(6). It was later reported that the patient used their programmer to check the ins status and it showed it was on. Everything was reportedly working fine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that the circumstances that led to the ins turning off by itself were the patient letting the ins battery get too low, below 25%. No further patient complications have been reported as a result of this event.